Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: (B)(6) lot: 1278134.

Event description:
It was reported two missing implants when opening the implant packaging.procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsv4b8, (imp, tsv, 4.1 mm, sbm, 8) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1278134. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1278134 for similar events and one other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the coob is non-verifiable as the condition of the implant/packaging when received by the customer is unknown/non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.